Event description:
Procedure type: pancreas. According to the reporter: same procedure/patient as (B)(4): customer informs that they fired the device but the staples did not come out. So in order to solve the problem they opened a new device which worked correctly. Less than 30 min delay, no bleeding. No reinforcement material used. No adverse event reported due to the problem. Additional information was the tissue cut before opening the stapler to reveal that no staples had been deployed? Yes, the tissue was cut with cold knife before opening the stapler (the put a clamp just in case) patient is okay.

Manufacturer narrative:
(B)(4).